Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (small calcified distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small calcified distal aorta).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. The patient had a small calcified distal aorta that was approximately 15 mm in diameter, which caused compression of the ipsilateral limb. The contralateral limb was open and the ipsilateral limb was about 50 percent compressed and over time thrombus built up and the ipsilateral limb occluded. The physician performed a thrombectomy with a balloon catheter and successfully removed the clot. The ipsilateral limb was relined with an aneurx (B)(4). The blood flow was restored and the occlusion was resolved. No additional clinical sequelae were reported, and the patient is fine.